Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor was replaced at an outside facility and was not paired to the ilet, resulting in the ilet operating in bg run mode until support assisted with proper sensor pairing; blood glucose values were elevated during this period, with bgm readings up to 317 mg/dl and cgm readings up to 337 mg/dl, and the user noted a larger-than-usual lunch and observed blood at patch removal without leakage or bubbles on inspection. Symptoms included hyperglycemia. Outcomes included stabilization of cgm glucose to 243 mg/dl after pairing and continued monitoring. Investigation included remote troubleshooting, education on correct cgm pairing to the ilet, confirmation of sensor type, entry of bgs while in bg run mode, and review for infusion set or patch site issues. Investigation of this case revealed user setup error related to incorrect or missed cgm pairing to the ilet, with no evidence of infusion set leakage or occlusion. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error leading to operation in bg run mode and resultant hyperglycemia.